Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak coming from the left side of the access 2 immunoassay system. Per customer, it was less than a liter of fluid. The customer noted that the wash tower was not overflowing and that there was no visible fluid at the peristaltic pump. There was no report of injury or exposure and no erroneous patient results were generated.

Manufacturer narrative:
The customer requested service for the leak. A field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse discovered that the leak was coming from the overflow vent on the wash buffer reservoir. Fse drained the reservoir and installed a new wash buffer nozzle and receptacle. No further leaking occurred. (B)(4).